Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: thoracic surgeon, most procedures deal with lung cancer. They stated they have seen that patients were staying longer in the hospital with air leaks and three cases needed to be re-operated on. Noticed the leaks were beside stapler clips in some of the cases. Sharp end of the stapler made puncture in the lung and needed re-operate because if this alleged event. No evidence that this issue is related to the stapler or technique. Since reoperation for air leaks are unusual - how longs did the leaks occur and how sever were the leaks? Depends on amount of air leak, the surgeon doesn't operate on patients often with air leaks. For one patient after 1 hour in post operation they had 300ml per minute leak, others were the patient was taken back to operation for a sudden air leak. What did the staples look like? With the air leaks and the re-operated patients, it was observed that they were not well closed and saw open clips. The sharp end of the stapler could have caused air leaks. Even with the tissue not being very thick. Cartridge used? Depends on the thickness of the tissue. Green for moderately thick tissue. Use blue and white with thinner tissue. Black for very thick tissue in the middle of the lobe. Buttress used? None.

Event description:
It was reported that during an unk procedure, the surgeon suspects that cartridges in combination with stapler compression have a tendency to create tissue trauma with air-leakage. Patient consequences reported were air leakage and prolonged drainage.